Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: 00631005032 liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells 62894709. 29.00.39-100 cls stem 135deg 10.0 12/14 2800008. 14.32.06-20 cocr head 32/0 med 12/14 2797141. Reported event was confirmed by review of the provided op notes which states the patient was revised due to infection. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 0001822565-2017-00242 and 00245).

Event description:
Patient¿s left hip was revised 16 days post-implantation due to infection. The stem and cup were removed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient was revised approximately 2 weeks post-implantation due to pain and infection. Preoperative assessment stated occurrence of widespread cutaneous erythema left hip. Surgical report noted pasty gooey tissue, suspicious for infection. Attempts have been made and additional information on the reported event is unavailable at this time.